Event description:
New information received notes the reported issues were resolved with programming. No further complications were noted.

Event description:
It was reported that device was in back up mode. Device is scheduled to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.